Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge system territory manager (stm) was dispatched to evaluate the iabp. The stm completed all tests on the iabp and was unable to duplicate the issue. The stm had the biomed speak to the department personnel and was told that the issue had to do with the fiber optics, which did not provide an ECG signal. The stm tested the fiber optics and found no issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient an EKG malfunction occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event reported.